Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory confirmed the device reached elective replacement indicator (eri) approximately two years ago. End of life (eol) was reached a year later due to a charge time out. The device then went into storage mode five months later. Laboratory analysis concluded this device experienced normal battery depletion.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Interrogation of the device revealed a charge time out had occurred and the device had reverted to storage mode. The device was explanted and successfully replaced. No additional adverse patient effects were reported.